Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a visual inspection of the pump revealed moisture behind the display lens. No moisture was observed in the battery compartment. The pump case was opened and there was moisture corrosion found on the printed circuit board. Unrelated to the complaint, a crack in the pump case was found near the top and bottom right corner of the display lens. A leak test failed due to the crack in pump case.